Event description:
This codman certas valve was placed by the surgeon four years ago. Prior to this surgery, the patient complained of increased headaches and dizziness. The valve was returned to codman for evaluation. Manufacturer response for shunt valve, codman (per site reporter). Not known at this time.